Event description:
The pt is a 54 yr old white female who had bilateral subcutaneous mastectomy in 12/72. At that time, the pt was reconstructed with implants. The implants became hard & pain developed in the arms & in the back area along with shoulder pain in the 2nd yr postoperatively. In 1977, the pt developed right breast implant malposition & both implants were removed & new implants were placed at that time. In 1978, she had closed capsulotomy done as well as in 1979. The pt noted hair loss the 2nd yr after implantation. She also had frequent pelvic pain without diagnosis. Her main complaint was arm pain, chest pain & back pain. The pt also developed shortness of breath at rest which occurs towards the end of the day. She also has dry eyes & dry mouth. The pt was diagnosed with fibromyalgia approx 5 months ago. She also has arthralgias of the hands & feet & wrist with swelling & stiffness. Right breast extracapsular rupture.